Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 438 mg/dl. The symptom that the customer get from high blood glucose is sleep apnea. Customer reports they have not contacted their healthcare provider regarding their high blood glucose level. Customer reports they do not feel okay to troubleshoot. Customer blood glucose level currently is 344 mg/dl. Customer blood glucose level at the time of the incident is 438 mg/dl. Customer states the drive support cap appears normal. There were no leaks or air bubbles. Customer has changed her set every 2-3 days. Customer did not check their settings. Customer was advised to change the infusion set and to treat per healthcare professional's recommendation customer ran self-test and the pump has passed. Customer believes what she ate caused her blood glucose level. The product was not returned for analysis.